Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed.. Upon evaluation, the belt failed incoming functional testing. Investigation revealed there was an open pulse wire in the distribution node (dn) to ECG b cable. The source of the open pulse wire was unable to be positively determined, but was likely caused by physical abuse. No adverse event resulted from the open pulse wire. The last patient to use this electrode belt did not report any deficiences.

Event description:
A review of service data detected a reportable problem. Upon servicing electrode belt sn (B)(4), the electrode belt failed incoming functional testing. The last patient to use this belt did not report any deficiencies.